Event description:
Report 2 of 2: it was reported after using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, erroneous results calcium was seen in one (1) sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Bd was unable to duplicate or confirm the indicated failure mode (erroneous results-calcium) because the lot number is unknown. The affected batch/lot must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results (calcium). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported after using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, erroneous results calcium was seen in one (1) sample. No adverse impact was reported regarding the patient or user.